Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states her advantage meter read 195 mg/dl and her doctor's meter read 102 mg/dl within 10 minutes. Doctor was using an unspecified accu-chek meter, no information provided. No adverse event was reported. A request was made for the return of the meter strips, replacement sent.